Manufacturer narrative:
The synergy xd mr ous 2.75 x 32mm stent delivery system (sds) was returned for analysis. Examination of the crimped stent via scope found evidence of distal and proximal stent damage. The undamaged crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during product analysis.

Event description:
Reportable based on device analysis completed on 17-june-2022. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. Following pre-dilation with a 1.00 x 6mm balloon, a 2.75 x 32mm synergy xd drug eluting stent was advanced for treatment. The stent could not cross the lesion site due to the resistance and tight calcification of the vessel so the procedure was completed with a different device. There were no patient complications reported and the patient condition was stable. However, returned device analysis revealed stent damage.